Event description:
Patient's legal counsel alleged that patient underwent right total knee arthroplasty on (B)(6) 2008. Legal counsel further alleges that a revision procedure was performed on (B)(6) 2011 to remove and replace the knee components due to loosening and fracture of the patellar component. A review of invoice history confirmed the surgery dates. Additional information received from patient¿s legal counsel. Operative notes for the right side indicates the revision was performed due to patella avascularity, avascular necrosis and periprosthetic patella fracture. An irrigation and debridement was performed during the revision procedure and the patella button and tibial bearing were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: and "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Other relevant history: medwatch report numbers 1825034-2011-00386/00389 were submitted to report the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.